Event description:
Device 2 of 3. Reference MFR report#: 1627487-2014-23114, 23116. It was reported, the patient experienced intense overstimulation with his stimulator, which caused the patient to experience nausea. The shocks travel through the patient's back into his abdomen. The sjm representative attempted to perform impedance testing; however, the pain was too intense for the patient. It was also reported the patient's stimulation shuts off on its own. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014. Intra-operative testing revealed invalid impedance readings with 1 lead. The lead was explanted and replaced. The second lead had impedances within normal limits. The patient's ipg was also explanted and replaced. The patient reports effective stimulation postoperative and was not experiencing overstimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.